Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump dispensed insulin during the load cartridge step on three occasions. He reported that the first event occurred about six weeks prior to (B)(6) 2011 and twice in the early morning hours of (B)(6) 2011. He stated that during each of the three events, he remained connected to the pump during the rewind and load steps. The patient reported that each time the pump produced a random loss of prime warning before each event; he said that he believed that the pump required a full rewind, load, and prime sequence; and he did not disconnect from the pump at any time. He said that on the first occasion, the pump dispensed 125 units, he treated himself with carbohydrates, and the lowest blood glucose (bg) reading was 195mg/dl without signs or symptoms of hypoglycemia. On the second occasion, the loss of prime warning woke him up at 1:30 am on (B)(6) 2011. He said that he completed a full rewind and during the load step 130 units of insulin dispensed. The patient stated that he then re-filled the cartridge with 100 units of insulin without disconnecting from the pump and again completed the rewind step and proceeded to the load step; again the pump dispensed all of the insulin from the cartridge. He reported that on this occasion, he also consumed oral carbohydrates without assistance and did not seek medical intervention. The patient noted that his bg was 341mg/dl around 1:30am and did not drop below 38mg/dl (at 10:00am). He said that at 1:40pm his bg was 302mg/dl. He stated that he is very insulin resistant and uses a full cartridge of insulin (200 units) every 1 ½ days. Customer support provided the patient with education about the correct steps to take when the pump loses prime and stressed the importance of always disconnecting from the pump if the prime sequence feature is activated. This complaint is being reported due to the following conclusion: the pump exhibited a malfunction that could and did in one instance lead to an adverse event. The adverse event could only occur if the patient remains connected to the pump during the load cartridge step.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Evaluation revealed an out of calibration force sensor, and a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, the display screen was found to be dim and the keypad was found to be torn at the up arrow button; all keypad buttons were found to be responding. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.